Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown. The 510k: this report is for an unknown artificial disc replacement: prodisc c/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Implantation date is unknown. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Without a lot number the device history records review could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with prodisc-c at c4-c5 on an unknown date. It was later determined that the anterior part of the spine grown over the disc space. The bone and prodisc-c were removed and an interbody fusion device was implanted in the c4-c5 disc space on (B)(6) 2018. There was no reported issue or failure with the prodisc-c implant. The surgeon then went on to complete a corpectomy and re-instrumentation using a cage and cervical plate fusion. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Expiration date is: sep 2011. A device history record (DHR) review was performed for part no.: 09.820.045s, lot no.: 6237004: manufacturing location: brandywine, release to warehouse date: 23-oct-2009, expiration date: 09/2011. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was performed for part no.: 09.820.045s, lot no.: 6237004: manufacturing location: brandywine, release to warehouse date: 23-oct-2009: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. Device evaluation: exponent investigation: the device was sent to exponent for external investigation with the following results: all retrieved device components (superior endplate and inferior endplate) were examined macroscopically for signs of wear and damage. The polyethylene inlay was not returned for analysis. Both components showed signs of iatrogenic damage. The backside surface of the inferior endplate had remnants of bone. The endplates had evidence of impingement. Mating marks consistent with impingement were observed on all components. The complete photodocumentation of the retrieved implant components is show in the attached report "(B)(4) prodisc report_finalwapp_050218". Manufacturing investigation: the device was also sent to the manufacturing site for investigation with the following results: as received condition: prodisc c, 09.820.046s was received with evidence of iatrogenic damage: the superior plate, 09.820.845.2, the top face with laser etch has dimpled nicks extending onto the raised lip around the spherical diameter. This lip has a long scratch, also noticeable in this area is evidence of possible impingement, a ¿worn in area¿ opposite anterior side. The polished spherical diameter has some small visible scratches. The anterior edge has nicks and scratches (burr marks). The bottom cpti plasma sprayed surface has evidence of boney material on flat surface and keel. Like top surface, bottom surface has dimpled nicks. The inferior plate, 09.820.045.1, has dimpled nicks on top face with laser etch extending into the angled recess in inlay pocket. Also on this surface are nick/scratches (burr marks) ¿ both sides. Also noticeable is an area of possible impingement, a ¿worn in area¿ opposite anterior side. On the bottom cpti plasma sprayed surface there is evidence of boney material on flat surface and keel. The anterior edge on this surface has nicks and scratches. Inlay, 09.820.045.4, was not returned for analysis. All described nonconformities are post manufacturing. Summary: prodisc-c, 09.820.046s was reviewed for this complaint. The event description states, ¿there was no reported issue or failure with the prodisc-c implant;¿ so, from a manufacturing perspective there are no complaints stated against this product; therefore, there will be no further investigation, complaint is not confirmed. Review of exponent report: prodisc c, 09.820.046s, was reviewed in exponent report. This complaint ¿as received condition¿ was compared to exponent report and found similar conditions. Specification: there are no specifications to address, there are no complaints stated against this product. Conclusion: an investigation was completed fulfilling the requirements of the ¿adverse event (no reported product problem)¿ investigation flow. The complaint condition of ¿bone has grown over the disc space¿ could not be confirmed based on the provided information; no medical imaging of the condition was provided. However, the overall complaint condition is, conservatively, consider confirmed as evidence of potential impingement was observed on the device components. No product issues or defects were identified and no product design or manufacturing defects or deficiencies were observed during the investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.